Event description:
The attached journal article was presented at integra's post marketing surveillance meeting at integra neurosciences implants facility in (B) (6). The article entitled "management of lumbar shunt site swelling in children." Reflects a study of shunt patients at (B) (6) hospital of (B) (6). The focus of this study was to review and define the origin and management of lumbar shunt site swelling and cerebrospinal (csf) leakage as seen in children who had undergone placement of a percutaneous lumbar shunt due to recurrent problems with a ventricular shunt. All shunts utilized in the study had an integra horizontal vertical valve included in the system. All shunt placement surgeries had been performed using the standard percutaneous technique with the aid of a 14-gauge tuohy needle. The study concluded that the lumbar shunt swelling is predominantly a consequence of pericatheter csf leakage from the mismatch in the dural opening which corresponds to the outer diameter of the 14 gauge tuohy needle and the smaller proximal lumbar catheter. Csf leakage is a known adverse reaction with the use of our horizontal ventricular lumbar valve system as stated in the product's instructions for use. The study seems to recommend modification in the catheter insertion procedure to effectively manage csf leakage, it is integra's opinion that the study does not imply or allege any device malfunctions.

Manufacturer narrative:
Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.